Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow up high, out of range, high voltage lead impedance was noted. High voltage lead impedance trend review showed a gradual increase. In-clinic measurements were within normal range. The lead and device remain implanted, and the patient will continue to be monitored.